Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to because of reprocessing that could not be conducted properly due to a leakage from a connector (identified within the device as the "s-connector"). A further cause of the leakage could not be presumed. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif/cf/pcf-290 series operation manual 3.8 inspection of the endoscopic system: nothing other than sterile water should be used for air/water feeding. No additives should be put into the sterile water. Non-sterile water may cause patient cross-contamination and/or infection. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the colonovideoscope had low water flow, and possible blockage. This was found during maintenance, and there was no report of patient harm. The device was returned, evaluated, and there were remnants of white crystallized contamination believed to be a simethicone type product evident in the air and water channel. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the reported event was confirmed. In addition to the contamination found in the air/water channel, other evaluation findings are as follows: the light cover glasses was missing; the light cover glasses adhesive and the optical cover glass adhesive were worn; the distal end adhesive was lifting; there was a hole in the switch button; the suction connector had water leakage; the bending angle in the up/down/left/right directions and the play of the up/down/left/right knob were not within specification; the water channel had volume blockage; the water removal ability and the water flow failed to meet specifications; the optical glass was chipped; the distal end cap was cracked; and the device failed the electrical safety test and the air leak test. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.